Manufacturer narrative:
(B)(4). The lot number provided did not show as valid in our erp, therefore lot manufacturing and expiration date has not been provided. Confirmation of lot has been requested.

Event description:
It was reported the patient underwent a right knee revision surgery to replace tibial baseplate and liner due to a fixed flexion deformity.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.